Event description:
The customer reported that the sensor alarmed lost sensor, change sensor, calibration error and had sensor glucose versus blood glucose discrepancy. Troubleshooting was done. Customer stated she had the sensor and was alarming low and suspending, she got calibration error and change sensor. Customer's blood glucose was 399 mg/dl. Customer treated with bolus. Customer declined to troubleshoot for sensor glucose versus blood glucose. Customer wanted sensor replacement. No further information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to high readings.